Manufacturer narrative:
(B)(4).serious injury. Damaged clamping mechanism (device a) and damaged firing and clamping mechanism (device b).evaluation summary: device a was rec'd in good visual condition and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with no damage to the spring cartridge lockout. The device was noted to have the firing and clamping mechanisms damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and yoke teeth were broken. Device b was rec'd with the anvil in the closed position and with a cartridge loaded in the device. The cartridge was rec'd fully loaded with staples and with no damage to the spring cartridge lockout. The device was noted to have the firing and clamping mechanisms damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and yoke teeth were broken and damaged. Although no conclusion could be reached as to how the damage occurred, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an appendectomy procedure, two devices would not staple and would not cut. No staples released. Because of this, the surgeon converted to an open case. The pt is well.